Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that patient faced infusion set leakage event on 16-jul-2025. The leakage was from the quick release. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: brazil.